Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the cartridge compartment. Reportedly, there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/13/2016 with the following findings: on investigation, the alleged damaged cartridge compartment issue was not verified. No damages to the cartridge compartment were observed. Unrelated to the complaint, battery compartment crack was found running from the threads through the grip pad down to the case seal. The bolus button cover was damaged and the button was unresponsive. Removal of the bolus button cover found that the button slug was missing.